Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) and chloride (cl) on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample. The initial na result was 153.3 mmol/l. The repeat result from a different cobas pro ise analyzer was 141.1 mmol/l. The initial cl result was 120 mmol/l. The repeat result from a different cobas pro ise analyzer was 108.4 mmol/l. The initial results were reported outside of the laboratory where they were questioned as the results did not correspond to the patient¿s clinical picture. The repeat results were believed to be correct.

Manufacturer narrative:
The na electrode lot number was l6689. The expiration date was not provided. The cl electrode lot number was h2179. The expiration date was not provided. The field service engineer (fse) found the drain line under the sonic wash station was broken. The fse replaced the tubing and cleaned the fluid from the base of the instrument. The fse performed successful calibration, qc and patient comparisons. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. "Abnormal aspiration", "sample probe" and "sample short" errors were observed on the alarm trace data. The service actions resolved the issue.